Manufacturer narrative:
(B)(4). Review of the device history records did not find any deviations or anomalies. A product history search found no other complaints for the related part and lot combination. These devices are used for treatment. It was reported that the patient had x-rays taken that showed a "gap" on the bottom component. This cannot be confirmed as no x-rays were received. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A field action was conducted on february 19, 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. FDA recall z-1266-2015 contains the scope of the persona tibia. The device in question was implanted prior to this field action. The CAPA investigation determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices.

Event description:
It is reported that the patient underwent total knee arthroplasty and is experiencing postoperative pain, swelling, and loss of range of motion.

Manufacturer narrative:
(B)(4).

Event description:
It is further reported that the patient was revised.